Event description:
Same case as: MDR ID 2134265-2014-08514. It was reported that balloon rupture occurred. The target lesion was located in the anterior tibial artery. After atherectomy procedure was performed, a 2.5mm x 100mm x 150cm coyote¿ balloon catheter was selected and advanced to the lower extremities and below the knee. The balloon was inflated up to nominal pressure; however the balloon would not inflate. It was noted that the balloon ruptured at 6 atmospheres. When the device was removed, a little hole was noted at the very distal tip of the balloon. This was exchanged with another 2.5mm x 80mm x 150cm coyote¿ balloon catheter. The device was advanced in a different location within the vessel. The balloon was inflated; however the balloon ruptured at 10 atmospheres. Upon removal, a hole was also noted at the very distal tip of the balloon. The procedure was completed with another of the same device. No patient complications were reported and patient¿s status was fine.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of coyote balloon catheter with no other devices. There was blood in the inflation lumen and balloon. Device analysis determined the condition of the returned device was consistent with the complaint incident. Magnified inspection identified a 5 mm tear in the balloon wall at the distal end of the balloon. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Other than the identified damage, there were no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).